Event description:
While testing the tps handpiece cord during routine servicing it caused the handpiece to continue to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have worn wedges. The device was discarded by the manufacturer.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
While testing the tps handpiece cord during routine servicing it caused the handpiece to continue to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.